Manufacturer narrative:
Hamilton medical reference no.: (B)(4). Investigation ongoing.

Event description:
It was reported to hamilton medical ag: "exhalation obstruction alarm triggered. End user tried multiple circuits from same batch and all failed, also tried on different ventilators . Same alarm triggered." Patient was involved and a medical intervention was necessary. However, no health consequences or impact to the patient were reported.